Event description:
A report was received from the USA stating that an 840 ventilator experienced a loss of communication. The malfunction did not occur during pt use.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer. The customer was advised to replace the graphic user interface (gui) cable. Covidien was not authorized to service the device. Covidien ref.:(B)(4).